Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Manufacturer narrative:
Secondary surgery, lens explanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl12.6, -10.0 diopter, implantable collamer lens in the patient's eye on (B)(6) 2016. On (B)(6) 2017, the lens was explanted due to the patient not being happy with the haloes and glares. There was no patient injury and the patient did not want another lens implanted. No other information was provided.